Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the nurse was unplugging the automated impella controller (aic) from the wall. The nurse pulled it from the cord and all the wires came out exposed and frayed while the three-way plug was still in the wall. No harm has been reported.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. H6 type of investigation code added.